Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.